Event description:
It was reported that the asymptomatic patient presented for a follow up. Upon interrogation, loss of capture, decreased sensing, and an increased lead impedance were noted. The doctor had suspected a lead dislodgement and repositioned the lead. The patient was stable during and after the procedure.